Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment a ventral hernia. It was reported that after the implant, the patient experienced fluid collection, recurrence, pain, and adhesions. Post-operative patient treatment included bowel resection.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment a ventral hernia. It was reported that after the implant, the patient experienced fluid collection, recurrence, pain, adhesions, partial obstruction, labs abnormal for calcium; albumin; wbc; hemoglobin; platelets; sodium; hematocrit, encapsulated seroma, infection, fibrous serosal adhesions, edema, fibroadipose tissue, fat necrosis, acute inflammation, abscess, bacterial overgrowth, entrapped feces, fungal hyphae, fistula, loss of abdominal domain, small bowel eviscerated into subcutaneous tissues, abdominal pain, nausea, cyanotic bowel, atrial fibrillation with uncontrolled ventricular rates, hypotension, leukocytosis, turbid fluid, open abdominal wound, murky looking fluid, frozen abdomen, pressure ulcer, devitalized tissue, hyponatremia, acute kidney injury, shortness of breath, lateral abdominal pannus formation, functional deficits, functional impairment, limitations of independent physical activity, rectus complex completely immobile, attenuated soft tissue/fat, scarring, tachycardia, purulent discharge, chronic blood loss anemia. Post-operative patient treatment included bowel resection with anastomosis, CT scan, hernia repair with mesh, hospitalization, exploratory lap, excision of seroma, use of jp drains, cardizem infusion with titration, anti-arrhythmic medication, IV antibiotics, IV pain medication, abdominal washout, suture removal, wound care, debridement of abdominal wound, use of bagota bag, negative pressure wound system, ICU, drainage of fistula, wound vac, use of catheters, insertion of jejunostomy feeding tube, use of ostomy appliance, rehab, nutritional support, pt/ot, IV fluids, anti-nausea medication, tpn, octreotide for bowel rest, blood transfusions, lysis of adhesions, abdominal wall reconstruction, bilateral posterior transverse abdominus release and myofascial medial advancement flaps, intubated/sedation, sicu, plastic surgery, wound closure, use of abdominal binder, npo, fluid bolus.

Manufacturer narrative:
H6 (patient codes, ime e2402: shortness of breath, entrapped feces, loss of abdominal domain, leukocytosis, frozen abdomen, labs abnormal for albumin; wbc; hemoglobin; platelets; hematocrit, fibroadipose tissue, rectus complex completely immobile). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment a ventral hernia. It was reported that after the implant, the patient experienced fluid collection, recurrence, and adhesions. Post-operative patient treatment included bowel resection.